Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer wound not power up completely before shutting down. It was indicated that the main printed circuit board (pcb) required replacement. It was also indicated that the battery would not charge. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer kept switching off and on prior to use. The programmer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer has been returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.